Event description:
It was reported that the insulin pump did not pass the high pressure test. During the troubleshooting, the insulin pump did not alarm. Customer experiencing high blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.